Manufacturer narrative:
(B)(4). Batch # n9114e. The device was received with upper jaw detached returned and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colon procedure, the tip of the device fell off in the patient. The broken tip was retrieved laparoscopically with ease and saved. Another like device was used to complete the procedure with no harm to the patient.